Manufacturer narrative:
Stryker evaluated the device and the issue was not able to be verified and was not able to be duplicated. Analysis of device files indicate that the device was charged but the shock button was not pressed on the date of the reported event. Additionally, the device was set to manual mode, and the shock advisory system that detects a shockable rhythm is only available on AED mode. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the reported issue was traced to the user. Clinical signs code h6 has been corrected.

Event description:
The customer contacted stryker to report that their device did not provide a shock. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was sent to the stryker depot for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not provide a shock. This issue is patient related; however, there was no adverse event reported.